Manufacturer narrative:
Should have been malfunction and not serious injury.

Event description:
New information noted that the event occurred during surgery and lead was replaced during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. When doctor was fixing the right ventricular lead, the helix did not extend. The lead was explanted the next day. Patient was stable post procedure.